Manufacturer narrative:
(B)(4). Insulin pump received with blank display due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform any testing due to blank display. Pump received with cracked lcd window, broken belt clip slot, cracked battery tube threads and cracked reservoir tube lip. The test infusion set and reservoir does lock into place.

Event description:
Information received by medtronic indicated that the insulin pump¿s crack on bottom lower left hand of screen. Customer stated that the reservoir able to lock in place when insert into pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.